Event description:
Patient was undergoing outpatient hysteroscopy procedure. During the procedure the resectoscope was placed on the drapes on the patient's abdomen. The foot pedal was inadvertently depressed momentarily, less than one second, activating the cautery and resulting in a 3 cm. Partial thickness burn to the abdomen, electrodes were not exposed. The doctor operating the device reported that the burn resulted from the metal handle of the resectoscope. Later in the case a 1 cm superficial partial-thickness burn was noted on the left medial knee. Also, a superficial 4 cm burn was noted just superior to the other burn on the patient's left knee. These burns occurred when the pedal was not depressed and appeared to be from the handle.